Manufacturer narrative:
The display was blank due to a faulty capacitor on the mother board.

Event description:
It was reported that the insulin pump alarmed. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.